Event description:
(B)(4). About 3 months after implant I started having severe pelvic and hip pain that I could not bear any weight on to walk or hold my baby. As a few more months passed after reporting to my doctor I started losing a lot of hair, sweating so bad at night looked like someone had dumped water on me. Lost all interest in sexual intercourse. Monthly menstrual cycle got so painful and heavy I was passing clots the size of golf balls which caused me to vomit. I wasn't told there was nickel in this product. Had I known I would not have had the procedure. I'm allergic to nickel and many other metals. My stomach swelled up so badly that I looked 6 months pregnant. I had none of these problems before this device. I was a thin healthy runner.

Event description:
#Medwatcher #followup2 #fdamw5043737 #(B)(4). On (B)(6), 2014 I did have to have a bilateral salpingectomy with dandamp;c to remove the essure device. Also almost all symptoms are gone. Most of my back andamp; hip pain was gone the same day of removal. Coincidence... I think not.

Event description:
#Medwatcher #followup1 #fdamw5043737 #(B)(4). I forgot to mention the terrible migraines and sore breast. Also that I was part of the current clinical trial of the so called "improved" essure device.